Event description:
Starting using continuous positive airway pressure (B)(6) 2024 with airtouch n30i (nasal cradle) mask but it started hurting nasal bridge so switch to f30i which created major issue with my front upper canine tooth (incisors) which is shifted inward and bottom tooth started hitting upper tooth. Since than I have seen so many dentists. Also, I had root canal done on that tooth on (B)(6) 2026 but it's not helping. Now, only option is to extract the tooth which is giving me depression and anxiety for that I have started seeing psychiatrist. Side effects of shifting the teeth is not mentioned anywhere. I have x-ray and cone beam computed tomography scans from last year until this year.